Event description:
It was reported that a user experienced a blood glucose run mode alert on the ilet while using a dexcom g7, with a temporary loss of cgm readings followed by resumption of readings during the call, consistent with a signal loss event. Symptoms included no reported adverse clinical effects. Outcomes included no impact beyond transient interruption of cgm data and resumption of automated therapy, with no hospitalization. Investigation included troubleshooting and user education, including guidance on adjusting the time setting on the ilet. Investigation of this case revealed a likely cgm signal loss and subsequent recovery, with no ilet hardware or software malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user environment or connectivity-related cgm signal interruption.